Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 150 mg/dl. The customer had symptoms such as nausea and vomiting. The customer treated with the pump and manual injections. The customer did not have a tubing clamp to troubleshoot. The customer will return the reservoir for analysis.